Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed. No further information is available at this stage.